Event description:
False positive result (s). On the morning of (B)(6) 2022, I used flowflex covid-19 antigen home test (white box) lot cov1120044, 2022-12-02, (01) 00682607660261,(17)221202, (10)cov1120044, made in china, lot31310-01 and the result was positive. I did not trust it so had a pcr test that day at 12:20 p. M.and the result was negative. I wonder if the batch of 8 I received from the federal government was a faulty batch.

Event description:
Invalid result(s). Followed the instructions to a t and it didnt even register that I put any solution onto the indicator.